Event description:
During a rotator cuff repair mini open procedure using the healicoil rg sa 4.75mm w/2 ub-bl, cbrd bl, it was reported that when the anchor was implanted, it was noted the suture was not attached. The anchor remains in the patient. The doctor prepared an additional hole for another implant. The suture appeared to be intact; no fraying and no indication of damage. The surgeon stated that there was no resistance on the suture when he pulled on it to test fixation; the suture just pulled right out. The anchor remains implanted and unsupported. Bone quality reported as good. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: the inserter and attached suture of a healicoil rg sa 4.75mm w/2 ub-bl, cbrd bl was returned for evaluation. The suture presented with biomaterial. Per the complaint description, it was reported that the suture pulled out when removing the shaft from the implantation site. Since the anchor remains implanted and was not returned, we are unable to determine root cause. However, as the anchor is held on to the shaft via the suture; it is most likely that the anchor or anchor bridge broke during insertion. No further investigation is warranted. (B)(4).